Event description:
When switching flolan from uvc umbilical venous catheter to PICC, placed an ns normal saline flush behind uvc flolan to continue that flush while flolan infusion starting in PICC. Noted crack in filter on ns flush and increasing bp due to flush not infusing properly. Bp did not cause problems and resolved after changing line.======================manufacturer response for syringe pump IV tubing, (brand not provided) (per site reporter).======================known problem.